Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer stated that the string broke on her tampon and she was unable to remove. When she attempted to remove, pieces remained inside of her. She had to visit the emergency room to have the remaining pieces removed.